Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. Visual evaluation of the baseplate/glenosphere inserter found that the threaded tip of the instrument had been fractured off. The fractured piece was not included in the return. Additionally, the device had signs of indentations/wear on the top of the rod handle. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on a nature of the reported failure mode, intended use of the instrument, and visual evaluation, the most likely root cause for the reported event is incorrect surgical technique and/or excessive force. The baseplate/glenosphere inserter is a reusable instrument expected to be used across multiple surgeries. The baseplate/glenosphere inserter is used to insert the baseplate and glenosphere implant. In this specific circumstance, the baseplate/glenosphere inserter is used to impact the baseplate assembly into the prepared glenoid. The amount of force used should be small and controlled (small taps). Should excessive force or the baseplate/glenosphere inserter be used, excessive force could cause the instrument to break. Additionally, the surgical technique states the inserter handle cannot be used as a method of testing fixation of the baseplate, as this will generate a large lever arm on the baseplate and may compromise final press fit and fixation. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a reverse shoulder arthroplasty, the threaded portion of the baseplate/glenosphere inserter broke off inside the baseplate during baseplate insertion into the patient. The doctor proceeded to remove the broken threaded portion of the inserted from the baseplate before moving forward with the case. No pieces fell into patient. Surgery was performed after a non-significant delay, with a back-up device. No patient complications were reported.

Event description:
It was reported that during procedure, the threaded portion of the baseplate/glenosphere inserter broke off inside the baseplate during baseplate insertion into the patient. The doctor proceeded to remove the broken threaded portion of the inserted from the baseplate before moving forward with the case. Surgery was performed after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.